Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt reported it was taking over 2hrs to charge the implanted neurostimulator since yesterday. Pt stated they started charging the implant at 50% and in 3.5hrs they only got the implant to go to 90% at excellent connection. Pt stated it was very hard for them to get excellent condition when they put the recharger over the implant. Pt stated the charging speed was level four. Pt stated in the past it took about 1.5hr to charge the ins from 70% to 100%. Pt mentioned they have an appointment with their healthcare provider (hcp) next tuesday or wednesday and a manufacturer representative (rep) will be there. Agent asked pt to connect with the recharging application and handset shows ins 80%, recharger 100%, handset 86% and good connection. Agent review turning therapy off could help with how fast the ins is charging. Patient service reviewed device function and recommend pt consult with healthcare provider ofc for next steps. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.